Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported multiple, intermittent alerts indicating that the power source could not be used to charge the pump. When the pump was able to be charged the battery jumped to 100 percent and stayed at that level for a few days. During troubleshooting with tandem technical support, the customer was not able to charge the pump. The customer was to using insulin pens to manage diabetes.